Event description:
Reporter indicated a patient's vns generator was unable to be interrogated. The generator was recently implanted and vns diagnostics during the implant surgery indicated normal device function. The reporter was able to interrogate other patient's vns generators so a malfunction is not suspected with the vns wand. Attempts for further information are in progress.